Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# j0337708v, implanted: (B)(6) 2003: product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003: product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003: product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003: product type programmer; patient product ID 3487a-56, lot# j0337708v, implanted: (B)(6) 2003: product type lead. (B)(4).

Event description:
It was reported that the patient's device was not working. Additional information requested but had not been received as of the date of this report.